Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The item number or lot number is unknown; therefore the device history records are unable to be reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event; see also 0002184052-2016-00060. Remains implanted.

Event description:
The sales associate reported a loose set screw. Radiographs taken one day post op revealed everything was okay. Radiographs taken on (B)(6) 2016 before the second surgery took place; showed one set screw came loose at the c2-c7 construction. The x-ray showed that the rod is not 100% passing the tulip of the screw. A second surgery was performed by the same surgeon: anterior with removal from the vertebrae and expandable peek vertebral body replacement with anterior plating. The set screw pop-off was diagnosed before the second surgery took place. The doctor commented that the rod may have been too short and could be the cause of failure of the set screw. The virage system was used posterior. The second surgery performed was from anterior side, not posterior. The whole treatment was based upon 360 degrees stabilization.

Manufacturer narrative:
The complainant did not provide part numbers and it was identified the closure top (a.k.a. Set screw) was reported in 2184052-2016-00060. This report was corrected to reflect the unknown rod. Report two of two for the same event, reference 0002184052-2016-00060-1.